Manufacturer narrative:
The sensor interface board was replaced by the biomedical engineer, and the unit was returned to service. No report of patient involvement.

Event description:
The unit alarmed 'manifold pressure sensor failure' before use. The unit was not able to mechanically ventilate. There was no report of patient involvement.